Manufacturer narrative:
Updated fields- b4, b5, d9, g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and helium leak test failed during testing. The fse tightened fitting without resolving the issue. Removed and replaced the helium tubing and regulator as required. Performed leak testing, testing passed as required. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) helium tank was leaking helium. There was no patient involved.

Event description:
It was reported that before use on patient, cardiosave intra-aortic balloon pump (iabp) had helium leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.